Manufacturer narrative:
The serial number of the customer's cobas integra 400 plus was requested but not provided. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable a1c-2 tina-quant hemoglobin a1c gen.3 result from one patient sample tested on the cobas integra 400 plus. The result from the analyzer was 13.44%. The result from the other laboratory was 6.70%.